Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: can you please clarify what was meant by, ¿30 minutes later ¿staples¿ opened up¿? They fired the stapler, staples looked intact and then they upon looking closer bleeding occurred around the staple line did bleeding occur when the ¿staples opened up¿? Yes. Were any of the staples malformed? Appeared so. Did the bleeding occur through the staple line (staples b-form, but bleeding through)? Yes, but also looked like malformed staples. Did the tissue tear along the staple line (staples b-form, but tissue tore)? Did the patient require a blood transfusion as a result of the blood loss? No. How was the procedure completed? Was the issue resolved intra-operatively? Yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during and unknown procedure, the stapler fired fine but then around 30 minutes later the ¿staples¿ opened up, it didn¿t seem too much of a concern to the surgeon at the time but as he is asking for another stapler for future cases.